Event description:
Caller states that pt tested 41 mg/dl on the device and a lab drawn within 10 minutes produced a result of 24 mg/dl. No action was taken based on device results. No treatment info provided. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device, however customer declined.